Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas ozempic pen had arrived with one needle attached to the device [product packaging issue] ozempic pen arrived without needles, absence of needles [needle issue]. Case description: this serious spontaneous case from colombia was reported by a pharmacist as "ozempic pen had arrived with one needle attached to the device(product packaging issue)" with an unspecified onset date, "ozempic pen arrived without needles, absence of needles(needle missing)" with an unspecified onset date, and concerned a female patient who was treated with ozempic 1.0 mg (semaglutide 1.34 mg/ml) from unknown start date for "product used for unknown indication", , novofine 32g 4mm (needle) from unknown start date for "device therapy", patient age, height, weight and body mass index were not reported. Dosage regimens: ozempic 1.0 mg: novofine 32g 4mm: medical history was not provided. On an unknown date, it was reported that customer who purchased 6 ozempic pens, for the complete treatment for their condition and upon using one of the pens, the customer reported that it arrived without needles and had one needle attached to the device. Current location of device: manufacturer period of usage of device: unknown. Batch numbers: ozempic 1.0 mg: rp5s986 novofine 32g 4mm: re61782-2. Action taken to ozempic 1.0 mg was not reported. The outcome for the event "ozempic pen had arrived with one needle attached to the device (product packaging issue)" was unknown. The outcome for the event "ozempic pen arrived without needles, absence of needles (needle missing)" was unknown. Reporter's causality (ozempic 1.0 mg) - ozempic pen had arrived with one needle attached to the device (product packaging issue) : unknown ozempic pen arrived without needles, absence of needles (needle missing) : unknown company's causality (ozempic 1.0 mg) - ozempic pen had arrived with one needle attached to the device (product packaging issue) : possible ozempic pen arrived without needles, absence of needles (needle missing): possible reporter's causality (novofine 32g 4mm) - ozempic pen had arrived with one needle attached to the device(product packaging issue) : unknown ozempic pen arrived without needles, absence of needles(needle missing) : unknown company's causality (novofine 32g 4mm) - ozempic pen had arrived with one needle attached to the device(product packaging issue) : possible ozempic pen arrived without needles, absence of needles(needle missing) : possible investigation results name: ozempic 1 mg 3.0 ml, batch number: rp5s986 a visual examination of the returned product was performed. The pen was received with a needle attached. Pens packed in boxes sealed at novo nordisk cannot leave novo nordisk with a needle attached, since needles are not mounted on pens on any manufacturing line in novo nordisk. The observed problem occurred after the product has left novo nordisk. Name: novofine 32g x4 mm, batch number: re61782-2 a visual examination of the returned product was performed. A visual examination of the returned product was performed. With respect to the needle box. Signs of that all 6 needles have been present in the box. Visual examination of the returned sample was performed. Needle(s) were missing from the box. All boxes are controlled before they leave the packaging line. If products are missing in a box, it will be rejected. Therefore, the box could not have left the packaging department in this current condition. The observed problem occurred after the product has left novo nordisk. Since last submission the case has been updated with the following investigation results updated device tab: improper use or storage updated to yes, is non-reportable updated to no (for novofine) m/w info tab: device evaluation check box ticked under type of follow up report (for ozempic) EU/ca tab: expected date of follow up report was removed, final report check box ticked (for novofine) device addendum: annex b c d g codes updated narrative updated accordingly. Event onset date is not reported in the case. However, the incident date is captured to ensure mir form is generated. No further information available upon analysis of the returned product, a fault which may lead to a medical consequence was found. Customer reported that the ozempic pen arrived without needles and had one needle attached to the device. This case was re-classified to a serious incident due to this fault. Final manufacturer comment: on (B)(6) 2026: the suspected device (used ozempic pen) and empty needle box has been returned to novo nordisk for evaluation. A visual examination of the returned product was performed. With respect to the needle box. Signs of that all 6 needles have been present in the box. It was claimed that pen was received with a needle attached. Pens packed in boxes sealed at novo nordisk cannot leave novo nordisk with a needle attached, since needles are not mounted on pens on any manufacturing line in novo nordisk. The observed problem occurred after the product has left novo nordisk.